Event description:
Customer reported multiple incorrect pt record merges were automatically occurring in isite pacs. The reported pt records are correct in the radiology info system (ris). The customer identified the error immediately during review of the images in isite pacs. Since this event was due to incorrect hl7 mapping, it is site specific and we are working with our ris/hl7 partners to correct this. There was no report of harm or misdiagnosis or delay in treatment due to this issue.

Manufacturer narrative:
Isite pacs is a software product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. Based on the available info at the time of this report, we cannot confirm that the device was a factor in the incident. Philips is in the process of obtaining add'l info regarding this issue and the complaint is still under investigation.